Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence positioning difficulties/a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels, compliance of the native anatomy and user technique. In this case, the physician stated that the dislodgement was caused by a technical difficulty due to patient anatomy. It was reported that there was mineralization on the non-coronary cusp, which covered from the annular ring to the left ventricular outflow tract (lvot), and projected toward the lumen and narrowed the lvot. Dislodge events are typically not related to a device malfunction. This event does not allege a device malfunction occurred. A paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or the presence of pre-existing patient conditions. The pvl most likely was caused by the suboptimal position of the valve as the implanted depth on the non-coronary cusp and left coronary cusp were reported to be 15 mm. Per the instructions for use (IFU), the bioprosthesis should be placed, so that the skirt is within the aortic annulus (approximately 4 mm to 6 mm below the annulus).

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, between one-third and two-thirds deployment, the valve dislodged toward the left ventricle. The valve was left implanted with the skirt lower than the annular ring. The implanted depth on the non-coronary cusp and left coronary cusp were reported to be 15 mm. Severe paravalvular leak (pvl) was noted. A second transcatheter bioprosthetic valve was successfully implanted valve-in-valve reducing the pvl to trivial. The physician stated that the dislodgement was caused by technical difficulty due to patient anatomy. It was reported that there was mineralization on the non-coronary cusp, which covered from the annular ring to the left ventricular outflow tract (lvot), that projected toward the lumen and narrowed the lvot. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.